Event description:
The customer reported the system would spontaneously shut down. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a bent connector pin. The system operates as intended.